Event description:
Procedure was a laparoscopic roux-en-y gastric bypass on a pt who was morbidly obese and had an umbilical hernia. Difficulties were encountered with the staple line separating with gentle traction and staples were noted to have one leg bent over near appropriate while the opposing leg was bent outward at a 45 degree angle. The stapler was noted to misfire after the 2nd load. Pt was converter to an open approach and surgical instrumentation was switched to another manufacturer for remainder of the case. It was noted by the surgeon that usually a misfire of the stapler has an audible sound and no difference in sound was noted.